Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal, due to sensor error, sensor wire remained inserted inside pt's skin. Pt proceeded to pull sensor out of his skin. Immediately following the sensor failure, insertion site was slightly irritated to the touch, however, at the time of his mother's call to dexcom technical support, pt wasn't feeling any more irritation.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.